Manufacturer narrative:
The part of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part# 55711015540 and # 55711015535. (B)(4). This part is not approved for use in the united states; however a like device catalog # 55811015540, 510k # k122433 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion. Three months post-op it was reported that the bone screw broke and the patient experienced pain. No revision surgery is planned at this time. No additional patient complications were reported.